Event description:
It was reported to boston scientific corporation that a bsc tot midurethral sling device was implanted into the patient during a placement of transobturator tape midurethral sling + cystourethroscopy performed on (B)(6) 2019 due to stress urinary incontinence, history of hysterectomy and previous failed sling with surgical removal of migrated mesh. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.